Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was being implanted to treat an external compression stenosis of the right main bronchus during a right main bronchus stent implantation procedure performed on (B)(6) 2025. During the procedure, the advancer kinked and bent when it was pulled at the stenosis to deploy the stent. The stent was not able to be deployed after many unsuccessful attempts. The patient started suffering from shortness of breath and the procedure was stopped and cancelled. The patient's condition following the procedure was stable. Additional information received on february 20, 2025 it was reported that the phone number is correct, (B)(6) is the extension number. (B)(6) is the switchboard number.

Manufacturer narrative:
Block b5 and block e1 were updated based on the additional information received on february 20, 2025. Block e1: facility name "(B)(6) hospital" - reported here as the first name exceeded character limit for the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Manufacturer narrative:
Block b5 has been corrected. Block e1: facility name "the fifth affiliated hospital of sun yat sen university" - reported here as the first name exceeded character limit for the designated field. Initial reporter's phone number is (B)(6) with an extension number (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: only the ultraflex tracheobronchial stent was received for analysis; the delivery system was not returned. Visual examination found the stent was deployed and fully expanded. No other damages were noted to the stent. Product analysis could not confirm the reported event of stent partially deploy and shaft bent. Taking all available information into consideration, the device met all manufacturing specifications required and passed all the controls and inspections with no abnormalities were reported during the assembly process. Furthermore, the stent was returned fully deployed. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was being implanted to treat an external compression stenosis of the right main bronchus during a right main bronchus stent implantation procedure performed on (B)(6) 2025. During the procedure, the advancer kinked and bent when it was pulled at the stenosis to deploy the stent. The stent was not able to be deployed after many unsuccessful attempts. The patient started suffering from shortness of breath and the procedure was stopped and cancelled. The patient's condition following the procedure was stable.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was being implanted to treat an external compression stenosis of the right main bronchus during a right main bronchus stent implantation procedure performed on (B)(6) 2025. During the procedure, the advancer kinked and bent when it was pulled at the stenosis to deploy the stent. The stent was not able to be deployed after many unsuccessful attempts. The patient started suffering from shortness of breath and the procedure was stopped and cancelled. The patient's condition following the procedure was stable.

Manufacturer narrative:
Block e1: facility name (B)(6) hospital - reported here as the first name exceeded character limit for the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.